Manufacturer narrative:
Product complaint #(B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the spring clip driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggest that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: asdf procedure, placing skyline plate 186802030 c5-7 anterior body. (6) screws 186850014 inserted without difficulty, final x-ray and decided to remove the screws and plate to revise positioning. When replacing one of the screws with an oversized, longer screw 186854016, the static screwdriver 286830300, under stress of insertion, the tip snapped off. The tip fragment was retrieved from the wound and the second static sd 286830300 was used to complete the surgery without difficulty customer reference/po/service --> (B)(4) (replenishment order), if other, describe --> with mtf allograft cc acf freeze-dried spacers, was surgery delayed due to the reported event? --> no, action taken when event occurred? --> replaced screwdriver, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> yes, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no, is the patient part of a clinical study --> no.